Event description:
It was reported to philips healthcare that the device's ECG was measuring inaccurately, with an intermittent leads ECG connection. There was no pt involvement.

Manufacturer narrative:
(B)(4).